Event description:
It was reported that the patient presented for a routine generator change. It was noted that the right atrial lead failed to capture, exhibited noise oversensing and high pacing impedance. The lead was capped on (B)(6) 2023. The patient was stable.